Event description:
It was reported that the right ventricular lead had oversensing on recorded events, had varying impedance, and was suspected to be fractured. The device was reprogrammed until it could be revised. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-45 implantable tachy lead, (B)(6) 2010; addrl1 implantable pulse generator, (B)(6) 2010. (B)(4).